Event description:
A caller reported that the insulin gauge on their pump displayed a different amount than expected, specifically a fill estimate issue was experienced. A discrepancy greater than 30 units between the displayed and expected fill estimates was noted. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in filling and loading a new cartridge, and the issue was resolved.